Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. Insulin pump was tested with a good battery cap. Unit passed all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. No blank display noted during testing. No damage found on the connector/lcd isolation tape noted. Unit was received with cracked case at the display window corner, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer tried 4 different batteries but the display did not return. Customer's blood glucose level was 60 mg/dl. She ate some food to treat her blood glucose level. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.